Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. There was no harm, or injury reported. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.